Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. A review of the device history record has been completed. No deviations or non-conformance's noted.

Event description:
Patient reported capsular fibrosis. Hardening in both breasts similar to lumps. Device remains implanted. This is for the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient later reported capsular contracture, baker grade iii. Device has been explanted.